Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on an unknown date, for a removal of a stent. During the procedure the image began to display a honeycomb pattern. The procedure was completed with a new exalt model d scope. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on an unknown date, for a removal of a stent. During the procedure the image began to display a honeycomb pattern. The procedure was completed with a new exalt model d scope. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor quality image. Block h11: the returned exalt d scope was visually inspection, the scope returned didn't have any visual damage. During the image test, the scope was connected to the controller and displayed image as expected. During the functional test, the insertion tube tip was articulated without any issues, the image remained during the test. During the electrical test, the electrical test measurements were within the normal values. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review performed for the exalt model d scope device confirmed that the event of scope poor quality image was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the exalt model d scope device is acceptable. The device was inspected to see if there was any damage or condition that could have caused the device to have the no visualization issue as reported, specifically the honeycomb effect. However, there weren't any damages seen on the device and when the device was inspected the camera displayed image as expected and passed all testing to confirm its functionality. Based on the available information, the reported event of scope poor quality image was not confirmed. Since there weren't any damages that led to a possible cause for the reported condition the most probable cause for the reported condition is device problem excluded.